Event description:
It was reported that the patient presented during procedure. During procedure, it was noted that the right ventricular lead provided inappropriate shock. Further investigation noted insulation damage. The reported lead was not implanted and the procedure was completed with an alternative lead on (B)(6) 2022. There were no patient consequences.